Manufacturer narrative:
At this time, no additional information has been received. If new details are forwarded, a follow-up report will be submitted.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, placement difficulty was encountered reportedly due to difficult anatomy. While favorable sensing measurements had been obtained, lead placement failed to provide acceptable threshold values. The physician elected to discontinue implant efforts with this product, and proceeded successfully with a tined fixation lead model. Post implant, an echocardiogram confirmed a heart wall perforation. The attempted implant lead remained implanted; however surgically abandoned. No further intervention reported.